Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on investigation, the alleged bolus total did not match issue was not duplicated. Review of the black box data showed that there was a 3-hour power interruption on the event date. Bolus history and total daily delivery reflected the same unit was delivered on the event date. Last basal delivery was 2 days after the event date and the total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. A normal and an audio bolus were delivered and recorded correctly in the bolus history. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The basal history correctly showed the total delivery during the basal exercise.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient had blood glucose (bg) reading of over 250 mg/dl but below 500 mg/dl with trace level of ketones and no associated symptoms reported. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of the total daily dose basal delivery indicated that the totals recorded was not as programmed due to a pump suspension. Review of bolus total also indicated that there was a greater than 5% discrepancy between the manual total vs. The daily total in the pump. Troubleshooting was unable to resolve the reported issue. The reported bg excursion did not meet the criteria for a serious injury. This complaint is being reported based on an alleged history/settings issue of unknown causes.